Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-aug-2023. H.6. Investigation summary: one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample did not expel the solution; this needle is clogged. Furthermore, a device history record review was completed for provided batch number 2172849. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle did not have the lumen and unable to extract medicine. The following was received by the initial reporter: verbatim : customer reported several of the needles didn¿t have the lumen, so it is not able to extract the medicine.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle did not have the lumen and unable to extract medicine. The following was received by the initial reporter: verbatim : customer reported several of the needles didn¿t have the lumen, so it is not able to extract the medicine.